Event description:
During surgery, the prongs of the endcap fractured during impaction. (There was not too much bone graft inside the cage.) Also, the cage was deburred using deburring tool before impaction. Another endcap was used instead without problem. The fractured endcap will be available for eval.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.